Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that two patients had pseudoaneurysm with indication for treatment. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that two patients had pseudoaneurysm with indication for treatment. Additional information was requested but not provided. The devices will not be returned for evaluation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the devices for analysis or images for review, the reported ¿vascular pseudoaneurysm¿ could not be confirmed. A pseudoaneurysm is a type of "bubble" on the artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery ( a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. Causes of pseudoaneurysm formation reportedly include fracture of the stent, dissection of the vessels, wall instability, and infection of the stent. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.